Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was noted that the patients trial started on (B)(6) 2024. It was reported that the patient experienced bleeding and constipation. Additional information was received, patient said that when they attempted to connect to implant they received a message on the handset that said program has timed out. Reviewed meaning of message and general use of handset. Patient mentioned that incision site in the back is still bleeding and patient is scheduled to go to doctor's office tomorrow. Patient said that they increased the setting as they weren't feeling the stimulation sensation however said that now it is painful in many positions. Reviewed therapy information and general programming guidance. Patient was able to successfully connect and decreased the stimulation. Patient confirmed that it isn't painful at the lower setting. Patient had questions about use of waistbelt as said that the ens fell out. An email was sent to the representative notifying them of the situation and requesting that they contact the patient. Additional information was received on 2024-jun-09, the patient was mentioning they felt the stimulation near the incision site before making an adjustment today. Support link assisted the patient with switching from program 3 at 3.1 to program 4 at 2.4 which was felt comfortably in the bicycle seat area.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2024 explanted: product type lead product ID 3560019 lot# serial# unknown implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.